Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is not available for this system at time of filing. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
Information was received from a manufacturer representative regarding a navigation device outside of a procedure. It was reported there was an issue with the monitor which was off. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The monitor, cable, and power supply were replaced to resolve the issue. Device evaluation: the cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power supply was also returned to the manufacturer and is currently under analysis.

Manufacturer narrative:
The power supply for the navigation system was returned to the manufacturer for evaluation. Testing found that the 28 vdc port had no output. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.